Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a euphora balloon to treat a non-calcified and non-tortuous mid lad lesion exhibiting 80% stenosis. No issues removing the device from the hoop/tray. The physician removed the device from the hoop then wiped it down with saline to activate the coating. Significant force was required to remove the stylet. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. No difficulties were noted during inflation of the device. The device was not moved or re-positioned prior to the deflation difficulties. A 50/50 concentration of contrast/saline was used. During the procedure the device did not pass through a previously deployed stent. No resistance was encountered during delivery and no excessive force used. It was reported that the balloon would not initially deflate at the lesion site after the first inflation. The device then deflated just enough to pull it back out of the artery and out of the guide while still remaining partially inflated throughout. No patient injury reported.

Manufacturer narrative:
The stylette was removed from the distal tip when returned. Blood residue was visible inside the inflation lumen. Balloon returned deflated with traces of residue inside the balloon. The distal tip was slightly flared. The balloon bond was stretched and kinked. Numerous kinks were evident on the hypotube. The distal balloon cone was pulled distally over the distal tip. The balloon could not be inflated due to stretching at the balloon bond. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.